Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1kb78, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: va1kb78, ubd: 25-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they never experienced therapeutic effect; the ins didn't work at all for them when they first got the stimulator. They added that "they went in again" in (B)(6) 2019 (the patient thinks) and "did the procedure again", but got the same results. They added that they could feel stimulation in the bike seat area, but couldn't control their urge to urinate if they stood up; they were fine sitting down. The patient noted that they were going through five pads a day so they shut stimulation off and did botox. After waiting three months, they noticed they were retaining too much fluid so the healthcare provider (hcp) had them turn stimulation on really low. They noted that botox fixed their issue, but turning stimulation on helped them not hold too much urine. When asked to clarify about the procedure mentioned previously and if they got a new device, the patient thought they did, but they then said they didn't get a new card so maybe they didn't. The patient noted the second surgery took longer than the first one. They noted that "it was trial and error and moving the lead around. The patient thinks they did a new lead. They think the other lead wasn't positioned right". The caller noted that with the first device and the second surgery, they had programs added and deleted saying it was trial and error. The patient noted that they were going to see their hcp in a month. No further patient complications have been reported as a result of this event.